Manufacturer narrative:
All buttons functioned properly during testing. However, insulin pump had moisture damage to the keypad traces during visual inspection. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error on the insulin pump, and high blood glucose levels. The customer reported recently losing consciousness due to high blood glucose, but did not know the value. However, the customer stated that the blood glucose values lately had been running in the 200s mg/dl. The customer was advised to discontinue use of the pump and return it for replacement and analysis. No further information was provided.